Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred during accuracy tests during a scheduled preventive maintenance. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation a communication error occurred during a preventive maintenance, when the robot arm was about to be moved and the tool to be changed, due to shared memory issue. This is a known anomaly.

Event description:
The field service engineer visited (B)(6) health to perform a preventive maintenance for the rosa robot br18068 on (B)(6) 2019. A communication failure occurred during the brain accuracy test. Around 11:49am est, the laser was put on the robot arm, but when trying to set the tool, a message appeared saying "failed to set tool", and shortly after an audible click noise was heard, disconnecting from the controller. The kineverif software was restarted, and the problem did not occur again. No delay since it was a preventive maintenance, no patient.